Manufacturer narrative:
(B)(4)

Event description:
It was reported that at the pump replacement, it appeared the patient had a granuloma. The location of the granuloma was not reported. The surgeon chose not the add drug to the pump and elected to add saline in hopes of dissolving the granuloma over 2-3 months. It was stated that a CT scan was performed. The surgeon also ordered a screening MRI to be performed when the patient got out of the hospital (performed one month prior to the report date). The surgeon wanted to determine if the granuloma could be seen on MRI and then recheck in 2-3 months to compare. The MRI reportedly did not mention anything about the granuloma. It was noted that there was a hemangioma at t11. The pump was currently filled with saline to see if it would help dissolve the granuloma over time. The patient also experienced ¿unmanageable pain.¿ no outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. Please refer to mfg. Report# 3004209178-2014-21342 for information pertaining to the previous replacement of the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information received reported that it was discovered during the surgery that the patient had a granuloma blocking the catheter. A second MRI was scheduled for 2015-(B)(6) to attempt to locate any sign of the granuloma.